Event description:
A pt underwent surgery on (B)(6) 2011. During the surgery, pituitary rongeurs were used to remove a portion of the disc material. The disc space was found to be narrow. A rasp was used to enter the disc space. The rasp nicked the anterior aspect causing a vascular injury resulting in massive blood loss. The pt died as a result.

Manufacturer narrative:
The report is based on info obtained by globus medical, which the company may not have been fully able to investigate prior to the date the report was required by the FDA. Globus has provided as much info as available to the company as of the date of this report. This report does not constitute an admission that the product described in this report had any defects or malfunctioned. It is believed user error caused the pt death. The product was not returned for evaluation. An autopsy was performed and it is the opinion of the medical examiner that the pt died as a result of exsanguination due to incised wounds of the abdominal aorta.